Manufacturer narrative:
The reported device has not yet been received for investigation. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #:(B)(4).

Event description:
On (B)(6) 2026, it was reported that dr. (B)(6) stated that the silent nite device was broken.